Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had less efficacy in spite of identical stimulation because his health degraded. The new, second, electrode was left because it had good efficacy. The patient had a new program and was satisfied. It was clarified stimulation was ok, a second lead was placed and the first was not removed, as there was no technical problem.

Event description:
Reference regulatory report #3007566237-2013-03711 for all information already previously reported on this event. If additional information becomes available, a supplemental report will be filed on this report.

Manufacturer narrative:
(B)(4).